Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of insulin. Tandem technical support was unable to troubleshoot as the event had occurred in the past; however, the customer reported receiving another inaccurate fill estimate during the call with tandem technical support. Tandem technical support educated the customer regarding the insulin gauge calculations. Customer acknowledged the information. There was no impact to the customer's blood glucose level.